Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced noise on the right ventricular lead. Lead was capped on (B)(6) 2019, and new lead was implanted. Patient condition was stable.